Event description:
It was reported that the physician "could not get a good read on the lead" during a device change out so, they decided to cap and replace the right ventricular lead as well. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.